Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint. The endoscope had endoscope adapter (aea) damaged or friction issue. No image or video was available for review. A review of the instrument logs for the endoscope (part number 470056-08/lot number 10040083) associated with this event has been performed. Per the review, the endoscope was last used in a procedure on (B)(6) 2022 on system sk1926. The alleged instrument had 1985 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon's camera was moving in the opposite direction as desired. An isi technical support engineer (tse) asked the customer to reseat the endoscope and sterile adapter. The customer redraped the arm3 and initiated a hard reboot. The system powered up normally. The endoscope still had a non-intuitive motion. The tse asked the customer to move the endoscope to different arm or try a spare endoscope. The customer opted to swap out the endoscope. The procedure was completed with no reported injury.